Event description:
A caller reported experiencing a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, and the caller successfully started a new sensor session without further issues.